Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile change/unresponsive) issue. It was reported that the audio bolus button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during testing, it was observed that there was moisture corrosion under the audio bolus button was under responsive to user presses and contained moisture. The pump was opened and there was no moisture observed. The initial complaint was confirmed during investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and contained corrosion and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.